Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert that dosing had stopped with a prompt to replace the sensor, performed a fingerstick and entered bg into the ilet, replaced the sensor, and completed warmup; dosing had been paused after the user¿s nurse advised disconnecting and administering 2 units of subcutaneous insulin by pen. Symptoms included hyperglycemia with a reported peak of 203 mg/dl for over one hour, without ketone testing or acute complications. Outcomes included temporary interruption of automated dosing and use of backup therapy, after which the sensor connected and bg was 173 mg/dl. Investigation included troubleshooting and education on sensor replacement and system reconnection. Investigation of this case revealed a cgm-related issue consistent with sensor replacement needs; no device malfunction of the ilet pump was identified once the sensor was replaced and paired. It was concluded, based on previously established findings for similar reports, that the cause was sensor performance and replacement, resolved through standard troubleshooting and user guidance.